Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A46114, a45114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, gravida ii, parity 2, hpv positive oropharyngeal squamous cell carcinoma and ovarian cyst. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("persistent abnormal pap smears"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and smear cervix abnormal outcome was unknown. The reporter considered pelvic pain and smear cervix abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, fallopian tubes and right ovary, hysterectomy, bilateral salpingectomy and right oophtherectomy. Cervix: no significant pathologic abnormality. Endometrium: secretory type. Myometrium: no significant pathologic abnormality. Fallopian tubes: no significant pathologic abnormality. Right ovary: no significant pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: fu 1 and 2 were processed together. Medical record received: previously reported event ¿medical device removal¿ replaced with new event. New event were added: chronic pelvic pain, persistent abnormal pap smears, lot number, patient history, lab data were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.